Event description:
It was reported that an unspecified bd phaseal leaked. The following information was provided by the initial reporter: "it was reported that phaseal becomes disconnected from the tubing at the luer lock connection causing it to leak. Per email: I am currently overseeing inpatient oncology pharmacy operations here at (B)(4), and wanted to reach out to you regarding some recently reported safety events involving phaseal leaks. There have been two instances in the past three weeks of the phaseal becoming disconnected from the tubing at the luer lock connection point. Our nursing colleagues say this has happened several additional times over the last few months as well. It is my understanding that we brought some similar concerns forward sometime late last year, and the two of you were able to assist. We are uncertain what exactly is the reason for these malfunctions. Is this an issue that has occurred elsewhere and is already known on your end? Do you have any troubleshooting advice or tips to help us avoid this continuing to happen?"

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that an unspecified bd phaseal leaked. The following information was provided by the initial reporter: "it was reported that phaseal becomes disconnected from the tubing at the luer lock connection causing it to leak. Per email: I am currently overseeing inpatient oncology pharmacy operations here at (B)(6), and wanted to reach out to you regarding some recently reported safety events involving phaseal leaks. There have been two instances in the past three weeks of the phaseal becoming disconnected from the tubing at the luer lock connection point. Our nursing colleagues say this has happened several additional times over the last few months as well. It is my understanding that we brought some similar concerns forward sometime late last year, and the two of you were able to assist. We are uncertain what exactly is the reason for these malfunctions. Is this an issue that has occurred elsewhere and is already known on your end? Do you have any troubleshooting advice or tips to help us avoid this continuing to happen?"